Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. Additionally, the charger was unable to power on due to a defective power supply. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. The root cause for the defective power supply brick could not be positively identified. No adverse events occurred from the defective charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.